Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patients mother called in to report dexcom stopped working and the patient had cellulitis in the insertion site of the arm and a week before, the device didn¿t last for 10 days. The patient had cellulitis in his arms that he had a big infection, and patient had to go to a doctor around (B)(6) 2026 or (B)(6) 2026. The cellulitis was under the entire patch area, it is red, swollen and hard. It wasn¿t oozing or leaking. However, on the time of call, it was leaking and oozing. The patient was given antibiotics. The morning of (B)(6) 2023, when the reporter removed the old dexcom off, patient arm was all red and looked like there was an infection again. The patient has a doctor¿s appointment next week to consult about it. There is redness, a yellow pot, watery and swelling. The patient got an infection in his arm and cellulitis in his arm. Symptoms include hard red swollen and puffy in his whole arm. Prior to going to the doctor, reporter provided warm compress, but it just kept getting bigger. They had to go to a doctor 2 days later and got an antibiotic and pus drainage. Patient was given an oral medication (keflex, dosage unknown). It was given to the patient twice a day, the reporter mentioned that the same symptoms were experienced redness, swelling, inflammation. Treatment includes antibiotics (keflex) twice a day and pus drainage. Currently, there is still lump in his arm, but it is not red anymore. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.